Manufacturer narrative:
Single use device from no to yes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s.

Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Retain samples were inspected and no defects were found. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported on 05/15/2017, the consumer slept with the contact lenses in the eyes on (B)(6) 2017 and she woke up in the morning with red and painful eye. She was diagnosed with a corneal ulcer on (B)(6) 2017. An unspecified antibiotic was prescribed for an unknown duration. At the time of this initial report, the patient¿s symptoms were improving. Additional information was received on 05/17/2017; the consumer stated that she experienced the event with one contact lens. Pain and redness were constant and did not resolve after removing the contact lens. Consumer stopped using the contact lenses. The consumer sought medical attention and was prescribed besifloxacin to be administered once every hour. The consumer was scheduled to follow up with the ecp on (B)(6) 2017. Additional information has been requested, but has not been received yet.